Event description:
The audiologist reported that a progressive number of open-circuit electrodes were detected on the electrode array of the patient's implant. By 2006, there were 5 open-circuit electrodes. An integrity test done the following month, confirmed the open circuit electrode. In addition, an anomalous response was noted on one electrode. A program with the 6 electrodes deactivated was created. The patient's parents and implant center elected to have the device explanted and replaced with a new implant during the same surgery. Surgery was scheduled for 2 months later. The cochlear implant was evaluated using the integrity test system in 2006. The results indicated that the receiver/stimulator was functioning according to manufacturer's specifications. However, open circuits were noted on 5 electrodes and electrode anomalies were noted on one electrode.

Manufacturer narrative:
This type of event is addressed in the device labeling.